Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered partial obstruction in rectum, pain and difficulty with defacation, inability to pass feces at times, pain with intercourse, urinary and fecal incontinence, and vaginal prolapse. No further information has been provided.